Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller battery loses charge quickly and would go from 100% to 20% with and without using the controller. The patient also mentioned the recharger cord was getting hot. A replacement recharger and battery pack were sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis, product ID: 97755, (serial: (B)(6)), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.